Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 150 mg/dl. The customer also reported that insulin squirting out during the manual prime process. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was dropped. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.